Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided

Event description:
Boston scientific received information that this system was exhibiting noise, oversensing, pacing inhibition and pacing impedance measurements greater than 3000 ohms on the atrial channel through the device and the pacing system analyzer (psa). A revision procedure was performed and this atrial lead was removed from service and replaced. No adverse patient effects were reported.